Event description:
The fe reported the system produced a communication error that required a reboot to restore functionality. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with the event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The high voltage cable was regreased. A complete generator calibration was performed. The system pcbs and connections were reseated. The system was tested and found to be working intended and put back into service.